Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 29-mar-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive on a 52 year old female patient with epigastric pain. There was no additional patient information at the time of this report. Return product is available for investigation. Method lot# date collected tested result (ng/ml) sample I-stat s24020 (B)(6) 2024 0905 0920 0.22 b I-stat s24020 (B)(6) 2024 1011 1031 0.02 b at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: (B)(4) the investigation was completed on 15-may-2024. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots s24020 and s24035a.